Manufacturer narrative:
Livanova (B)(4) had requested livanova (B)(4) for a serial readout of the pump for further evaluation. The involved pump was also requested for a detailed investigation. According to the investigator, visual inspection found no issues. The reported error could be confirmed only in the internal memory of the microcontroller (nvmem). Pump was tested intensively without problems. Although the error could not be reproduced, it is possible that the reported issue was as a result of the design deficiency prior to the implementation of corrective actions given the manufacturing date of the unit. Therefore a corrective action was initiated.

Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A serial readout was performed and sent to livanova (B)(4) for evaluation. The reported issue was confirmed in the serial readout and the faulty pump was requested for return to livanova deutschland for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that an s5 mast roller pump displayed an error message during a procedure. The user restarted the pump and was able to continue the case without further issues. There was no report of patient injury.